Event description:
During turp procedure, a "popping" or "crackling" sound was heard from the resectoscope. Pt sustained 2 cm. Burn under dorsal side of penis and 1 cm. Burn on right lateral side of penis.